Event description:
Failure to osseointegrate. Since we have received a new information, the material and batch numbers have been changed, it has concluded in an update that is provided in this follow-up report.

Event description:
Failure to osseointegrate.